Event description:
On (B)(6) 2011, regional clinical specialist reported pt experienced "extreme issues" when using the infusion sets. Pt was hospitalized with diabetic ketoacidosis on (B)(6) 2011. When she removed the infusion headset that was in use, she found the cannula was kinked. No alerts or errors were received on the infusion device. F/u was completed with pt on (B)(6) 2011. Pt reported an ongoing concern with the infusion sets, which began in (B)(6) 2010. Blood glucose elevated above 500 mg/dl prior to going to the hospital. Pt had previously experienced elevated blood glucose in the 300 mg/dl range. The infusion cannulas were often bent to an "l" shape in the middle of the cannula. The concerns were typically noticed 1-2 hours after the headset was inserted. One or two of the insertion needles did not fully extend to 90 degrees. There were no issues with insertion or removal of the infusion set. There was no insulin leakage. Normal blood glucose is above 150 mg/dl. Headsets were inserted manually and with insertion device. No product was requested for eval. Product was replaced. F/u was completed with pt on (B)(6) 2011. Pt reported that she bolused multiple times for hyperglycemia. When this did not work, she changed the headset twice and bolused again. Her blood glucose lowered slightly. Physician thought pt might have an infection and prescribed an antibiotic. Once pt started to vomit, her husband took her to the hospital. She eventually passed out and gained consciousness when she was in the intensive care unit. Pt was treated with insulin injections, morphine, and anti-nausea medication. She also remained on the infusion device until she removed the headset and found the kinked cannula. Pt was discharged on (B)(6) 2011 at 7 a.m., and her blood glucose was within her normal range. Alleged infusion set was not available to return for eval.

Manufacturer narrative:
No product will be returned for eval.